Event description:
Resectoscope sheath broke inside patient during the transuretheral resection of prostate. The largest broken piece was retrieved from inside the patient; a few small 1-2 mm sized pieces of plastic sheath were not recovered at the end of case. Physicians determined that there would be more harm in retrieving these pieces. The patient is being followed by ID.